Manufacturer narrative:
Follow-up is not possible with the initial reporter. Therefore, additional event, product, and/or patient details are not attainable. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, left side deflation. Via the national breast implant registry (nbir). Device has been explanted.